Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in for a right heart catheterization (rhc) and was noted to have backup battery (ebb) faults on their primary system controller. The patient has had them in the past that had all cleared with a system controller check while attached to the mobile power unit at home. The decision was made to change out their controller with a new ebb.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Both the patients controller and ebb were exchanged. The alarms resolved.